Event description:
It was reported that during a follow up in clinic, high pacing impedance and inadequate capture were noted on the right ventricle (rv) lead due to microdislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, high pacing impedance, and inadequate capture. As received, a complete lead was returned in one piece. The lead was returned with the helix extended and clogged with blood/tissue. The full helix extension length was measured within specification. The reported events of high pacing impedance and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies.